Event description:
The customer reported wbc (white blood cell) results were not generated when using the coulter act diff 2 analyzer. The customer also reported a leak from the probe of the instrument. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the wbc (white blood cell) bath to resolve the wbc errors. The fse did not observe the leak reported by the customer, and cause of the leak is unknown. The repairs were verified per established procedures. (B)(4).